Event description:
The customer reported that the system continued to fluoro for a few seconds after the footswitch or hand control was released. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.